Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for eval. The pt had a hx of cardiac issues including coronary artery disease, a prior myocardial infarction in 2013, high blood pressure. The procedure successfully completed with no reports of complications or device malfunction. Post procedure scan was performed and no evidence of a dvt in the common femoral vein was noticed. An investigation into the relationship between the procedure and the pt's demise is currently in progress. The results will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs. (B)(4) .

Event description:
As reported on (B)(6) 2015, (B)(6) , female pt presented for an endovenous laser procedure on (B)(6) 2015. The procedure successfully completed with no reports or complications or device malfunction. Post procedure scan was performed immediately after laser fiber removal and no evidence of a dvt in the common femoral vein was noticed. The pt was reported as stable, post procedure. It was reported to the treating medical facility that, at her place of residence later that evening. The pt developed a sudden onset of chest pain and had a sudden cardiac arrest, causing her to expire. It was reported the disposable device is not available for return as it had been disposed of by the user.